Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown, as the customer discovered the cracked screen upon opening up the new pump box for the first time. Customer¿s blood glucose was 356 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy.